Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient saw and end of service (eos) message on their patient programmer yesterday and stated that ¿this has been so good for me and you almost panic when you think it¿s not working¿. It was indicated that the patient saw the eos message prior to the nine-year device longevity. The patient was redirected to follow-up with their healthcare provider to discuss having the ins replaced. There were no symptoms reported. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicated that they received a letter in the mail. The patient stated that they have had the implant for 9 years, so they are thinking the battery reached ¿normal end of life.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-nov-28 reporting that elective replacement indicator (eri) was seen on the implantable neurostimulator recharger (insr) sometimes. There was not a reported dissatisfaction or allegation against the longevity. Eri was seen 3 weeks ago in (B)(6)2017. No further complications were reported.